Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were brown color stains on the green bag. There was no patient injury.

Manufacturer narrative:
Evaluation summary: two samples returned for evaluation. One sample was contained in its original open unit pouch and the other sample was in its unopened unit pack. Visual examination of the returned samples shows some parts of the green neoprene bags are discolored. The reported defect could be detected on the returned sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.